Event description:
Ous MDR: a letter, sent to biotronik, from 2008, it was reported that the ra lead was dislodged after an implantation time of about 6 days. No macroscopic anomalies could be seen at the lead. The lead was repositioned.

Manufacturer narrative:
Ous MDR. The device was not returned for analysis. The analysis is, therefore, based on the existing production documents. The production process of this device was checked. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps were carried out correctly. In summary, there is no indication of a manufacturing error.